Event description:
A nurse reported that, during intraocular lens implant procedure, the haptics were found torn in the eye. The procedure was extended and there was widening of the incision to remove the defective lens, application of corneal sutures. After replacing the injector and the 3rd lens, the implant is normal during phacoemulsification procedure. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Iol returned pressed down into well area of iol case base. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and adhered to the optic surface with solution, the other haptic is intact. The optic is torn/split-cut and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint " broken haptics, corneal sutures and widening of the incision". The returned iol shows evidence of handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. The product was subject to handling and the reported damage was highlighted post implantation. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).